Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 500 mg/dl. Customer's head was hurting as a result of high blood glucose. Customer treated high blood glucose level with insulin pump. Customer¿s current blood glucose was 499 mg/dl. Customer performed self test and the insulin pump passed it. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.